Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corner and with cracked reservoir tube lip.

Event description:
Customer reports to have received excessive no delivery alarms during manual priming. During troubleshooting, it was found that cannula was not bent. Customer's blood glucose was 123 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.